Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device reset itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's activity log; however the device was put through extensive testing without duplicating the reported malfunction. As part of the investigation, zoll visited the customer facility and observed that the customer's facility uses telemetry with transmitters approximately every 20 feet. We were able unable to definitely determine this as root cause. The customer received a replacement device. Analysis for reports of this type has not identified an increase in trend.